Event description:
It was reported that the external pulse generator had a damaged pacing outlet. The generator was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricular output connector is broken. Upper and lower cases are broken and contaminated. Battery release, ring cover, and battery drawer are contaminated. One side bail cover is missing. One side bail cover and lead flex cover are broken. Battery contacts are compressed. One side bail is missing.